Event description:
A reporter called to submit his report about the adverse events he experienced after he had varilift interbody fusion 12 mmx device for his disc. He said 3 hours after his surgery his heart did not like what was happening. He said he was having flu-like symptoms, both sides of his arms hurt, his neck was swollen. He did not know what was going on until an orthopedic surgeon analyzed it and found out that he was allergic to nickel. He never knew he was allergic to nickel. He said his lymphatic system is messed up. He said after the implant was removed in august; his symptoms are improving but he is still having cardiac issues. When he was trying to take care of his lawn, his heart did not take it. He wants to find a lab that tests the device to decide how much nickel it contains.